Manufacturer narrative:
(B)(4). The service engineer (se)replaced the single board computer(sbc).the se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the ht70 plus ventilator during the power on self test(post) the unit failed and froze at six images screen. There was no patient involvement.